Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope bending section cover adhesive was chipped. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the tip objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The light guide cover glass was deformed. The protector of the video cable section had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the customer¿s allegation of ¿objective lens glue peeled off¿ was confirmed. A probable cause was that the event was caused by stress of repeated use, external factors or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.